Event description:
It was reported the duration of the pt's (B)(6) initial recharge session was approximately two hours. Although, the subsequent recharge sessions have taken considerably less time, there is still a concern of the battery level at time of the initial recharge. This situation will continue to be monitored.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.